Event description:
Optical coherence tomography (oct) imaging detected thrombus in the mid left anterior descending artery (lad) during the atherectomy procedure using a diamondback 360 coronary orbital atherectomy device (oad). The clinical event committee (cec) reviewed the images and concluded that the use of the oad may have contributed. No further information is available. Additional information received from the cec indicated that a myocardial infarction occurred and was possibly related to the oad. No further information available. Subject ID: (B)(6).

Manufacturer narrative:
Additional information: h6, h10. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient myocardial infarction and embolism appear to be related to operational context. In this case it is possible that the reported patient myocardial infarction and embolism are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Additional information was received related to previously submitted MDR. Cardiovascular systems incorporated has transitioned to a new complaint handling system and no longer has access to submit follow-up mdrs using esubmitter/webtrader. This MDR is being filed from our new system using the as2 gateway with reference to the previously reported manufacturer report number in h10. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Optical coherence tomography (oct) imaging detected thrombus in the mid left anterior descending artery (lad) during the atherectomy procedure using a diamondback 360 coronary orbital atherectomy device (oad). The clinical event committee (cec) reviewed the images and concluded that the use of the oad may have contributed. No further information is available. Additional information received from the cec indicated that a myocardial infarction occurred and was possibly related to the oad. No further information available. Subject ID: (B)(6).